Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not respond to the manipulator's movements, and she observed that the pulley was loose. The procedure was completed using a backup instrument of the same type with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the customer-reported complaint of a loose pulley was not confirmed by failure analysis. However, a frayed grip cable was found at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.